Manufacturer narrative:
Patient's weight requested, but not provided.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The final angiography showed no issues. The patient tolerated the procedure. On an unknown date, follow-up imaging identified compression of the bilateral legs of the excluder system at the level of the terminal aorta. The devices were reportedly not occluded and had blood flow to the lower extremities. It was reported that the diameter of the terminal aorta was 17mm, possibly contributing to the compression. On (B)(6) 2019, bare metal stents were additionally implanted bilaterally to expand the compressed legs. Final angiography showed resolution of the compression. The final angiography identified a type ii endoleak originating from the ilio-lumber artery, which was elected to be monitored. The patient tolerated the procedure.